Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's device showed high lead impedance when a diagnostic test was run. Date of last acceptable diagnostic test is unk and there has been no manipulation of the device or pt trauma. There has been a slight increase in seizures below pre-vns baseline. X-rays will be taken and sent to the manufacturer for review. The patient's device has been turned off temporarily. Good faith attempts to obtain additional info regarding the patient's event have been unsuccessful to date.